Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following the patient's ipg was experienced pain at the ipg site due to the ipg migrating within the ipg pocket. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was repositioned to address the issue.

Event description:
Additional information was received indicating the patient experienced weight loss which may have contributed to the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.